Manufacturer narrative:
Correction: updated from updated from 'stryker spine- leesburg' to 'k2m, inc.'. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: when loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. Disengage the screw inserter by turning the knob above the sleeve counter-clockwise. Patient anatomy may be a factor. The saddle of the screw must be completely aligned with the shaft to be able to disengage the screw inserter. Shallow trajectories can have challenges as patient anatomy can shift the saddle, preventing proper alignment for disengagement.

Event description:
A yukon screw inserter "stuck" to the screw while inserting at the right c3, causing the surgeon to apply additional force. This force broke through the lateral mass which made it essential to extend the construct up to the right c2 resulting in a 10 minute surgical delay. This record captures the screw inserter.

Manufacturer narrative:
Status and location of the device are currently unknown.

Event description:
A yukon screw inserter "stuck" to the screw while inserting at the right c3, causing the surgeon to apply additional force. This force broke through the lateral mass which made it essential to extend the construct up to the right c2 resulting in a 10 minute surgical delay. This record captures the screw inserter.